Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the patient had a parathyroid tumor and underwent bilateral general thyroidectomy and total parathyroidectomy with special endotracheal intubation under general anesthesia at 11:30 on (B)(6) 2020. At 13:10, the anesthetist found the ventilator's pressure was too low. After inspection, it was found that the balloon of the special endotracheal intubation was leaking, and the balloon was inflated immediately. After five minutes, the air leaked again, and the balloon was re-inflated. The surgery ended at 13:30 and the patient was transferred to the recovery room at 13:40 for recovery. The special tracheal tube was detached from the balloon junction. After the balloon leak was found, it was inflated with air. At that time, the patient was conscious and her vital signs were stable, the patient was extubated. There was no patient injury. On follow-up, it was reported that the leak in the tube was large in nature, a five-minute pump, and the user did not immediately discovered. The tube was used during the procedure. The leak was not evident when trying to inflate the cuff to establish the airway during the intubation process. It was the initial use of the tube. There was no delay in the procedure as a result of this event. The case was completed. The anesthesiologist repeatedly pumped air with a syringe. There were no additional, non-routine actions taken to prevent impact or injury in association with this device.